Event description:
It was reported that the patient presented to the emergency room due to receiving a shock. Review of the stored episodes indicated the patient had entered ventricular tachycardia (vt) and the cardiac resynchronization therapy defibrillator (crt-d) delivered two bursts of anti-tachycardia pacing (atp). The atp accelerated the vt into the ventricular fibrillation (vf) zone. One 41 joule shock was delivered which successfully converted the vf. No additional adverse patient effects were reported.